Event description:
It was reported that the high voltage (hv) lead impedance was high and out of range on the right ventricular (rv) lead. Programming changes were recommended. There were no reported patient consequences.